Event description:
Asku

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the lead is in process; the results will be forwarded when available. Evaluation summary (B) (4): the full lead was returned with the helix over-retracted and disengaged from the helical channel and blood on the helix mechanism. Primary analysis finding: helix disengaged from helical channel.

Event description:
It was reported the helix would not re-extend after repositioning, at implant attempt. Consequently, the lead was withdrawn and replaced. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B)(4): the full lead was returned with the helix over-retracted and disengaged from the helical channel and blood on the helix mechanism. Primary analysis finding: helix disengaged from helical channel. Correction: device conclusion modified from operational context contributed to the event to device was out of specification in a manner that relates to the event.